Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was not charging. It was reported there was no patient involvement at the time the issue was discovered. The customer stated they were using an aftermarket battery and found that the connection to the v60 was backwards. The customer also stated that the battery light emitting diode (led) flashed for a moment when the alternating current (ac) power was connected. The customer stated as well that the battery voltage displayed on the pneumatics screen as 15.6 volts (v) direct current (dc) and operated as expected when connected to other ventilators. The remote service engineer (rse) then advised the customer to use a philips battery and provided the customer with the part number of the power management (pm) printed circuit board assembly (pcba) to order and replace if needed. Device evaluation and repair are pending.

Manufacturer narrative:
The customer replaced pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.